Event description:
On 7/20/2022, it was reported by a sales representative via email that an ar-3641sp self-punching knotless 2.6 fibertak suture snapped on the anchor as surgeon was attempting to shuttle the repair stitch through the sheath of the implant. Surgeon cut out the old anchor and used another ar-3641sp self-punching knotless 2.6 fibertak suture anchor to complete the repair. This was discovered during an acl with it band tenodesis procedure on (B)(6) 2022.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.